Manufacturer narrative:
This date is an estimate based on the patient's statement that this occurred in 'roughly 2006.' Concomitant medical products: product ID: 3886, lot# j0217064v, implanted: (B)(6) 2002, explanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3886, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that their device was removed because it lost effectiveness; it helped at first, but then gradually lost effectiveness, so they just had it taken out. It was noted that this occurred in ¿roughly 2006.¿ it was stated that they attempted to remove the total system, but part of the lead keeps showing up in an x-ray. It was also mentioned that the patient had a fewback surgeries, and they were having sciatic nerve attacks, though they did not allege that this was related to the device. The patient requested a list of material specifications in the system as they were possibly going to have an MRI. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient had not been seen in the past 7 years and they had no further information. No further patient complications are anticipated or expected as a result of this event.